Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. There were no retained or sterile samples available for review/testing. No photos were received for review. If samples or photos become available at a later time, they will be evaluated, and the results will be included in the file. A follow-up report will be submitted at that time. Adverse events including wound dehiscence and reactions/rashes are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. Past reactions to suture material or medications, the placement of the suture, over-tightening of the material. The indications section of the IFU for monoderm¿ material states, ¿in vivo studies demonstrate that the barbed monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of the monoderm¿ device is essentially complete between 90 and 120 days. Without receiving the finished good lot number to review the device history records, details or photographs of the incisions/post-operative conditions, or receiving pertinent details regarding the procedures performed, placement of the suture material, condition of the tissue where the suture was placed, patient's health status, post-operative event(s) that may have contributed to the reported conditions, number of days post-operative when the rashes presented or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that about one patient per month presents four to six weeks post op to a tka with a rash around the incision site. They have responded to cortisone. No infection has been present.